Manufacturer narrative:
An event of the device deforming inside the patient was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer septal occluder (aso) was selected for implant using an unknown size abbott delivery system. On the first attempt to place the occluder in the patient's atrial septal defect, the device needed to be repositioned. On the second deployment attempt, the device deployed in a cobra-headed deformation. It was then recaptured, removed from the body and retested. When it was outside the body, it returned to its original, non-deformed shape. The same aso was attempted to deploy again, but it deformed to a cobra-headed posture again. The deformed device was never released from the delivery system while it was inside the body. The device was then removed from the patient and discarded. A replacement device was not implanted. There was no angulation or kink noticed in the delivery system. The patient status was unknown.